Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing bubbles in each of the reservoirs in her supply. Her blood glucose was unknown at the time of reporting. The reservoirs are being returned. No additional information was reported.